Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to claim the patietn's receiver was not displaying trend graphs or trend arrows on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log observed that the trend screen that the egv arrow was "0". The reported event that the patient's receiver was not displaying trend graphs or trend arrows was confirmed. A root cause could not be determined.